Event description:
On (B)(6) 2012, the patient contacted the animas corporation and reported that after swimming the cs alarm on the pump went off and the pump was rebooted. After rebooting the pump, the patient claimed the keypad buttons became intermittently responsive. The patient stated that moisture was seen under the screen. No further information was captured from the patient. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
(B)(4):the pump has visible moisture in the display lens. A case leak was found during in house leak test.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that there was no evidence of keypad contamination found under the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.